Manufacturer narrative:
(B)(4). Date sent 9/19/2025 d4 batch #607d52 investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut, however the device was fully loaded with staples, indicating that the device had not been fired. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. When the test battery was installed, the green checkmark illuminated indicated that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator this defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 607d52, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic low anterior resection, the device could not be fired. Even before firing, the green check mark was illuminated. The battery was removed and reinserted but did not response. It was illuminated and the device could not be fired. In addition to the issue that the device could not be fired, although the anvil was connected until the orange band was hidden, the anvil came off midway through when tightening the anvil. A part of the ring anal side had become quite thin. The leak test was negative. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent 9/2/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: do you know the location of the rectal resection (e.g., ra, rb, etc.)? Ra, right at the upper edge of the anal canal. When did the doctor notice that the green check mark was on? (When inserting the battery, docking, firing, etc.) The doctor did not know that a check mark would illuminate after firing was complete. The doctor was not sure, but said, "probably it was illuminated from the beginning." It was noticed the light was on after the closing when sales rep was attended. Are there any problems with the patient's condition after surgery? There is no problems for the patient at this moment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.